Event description:
It was reported that the customer experienced elevated blood glucose levels (284 mg/dl). Customer went to the emergency room and was treated with manual injections. Customer was not admitted to the hospital. Customer uses u-500 insulin.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed. T: slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.